Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra, the 14f esheath+ split at the tip during initial insertion of the sheath. There was physical resistance noted while trying to advance the esheath+. No difficulties were experienced removing the esheath+ as the sheath never fully entered the patient's artery. A skin nick was performed and a new 14 f esheath+ was inserted and the valve was implanted without incident. There were no patient complications and the patient was discharged as normal after the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: type of investigation, investigation findings, investigation conclusions. H6 codes were added: component code. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The inability to introduce the sheath was unable to be confirmed with no returned device or imagery. Available information suggests patient factors (calcification, tortuosity, constrained access) potentially contributed to the inability to introduce the sheath. Imaging evaluation showed the presence of calcification and tortuosity in the patient's access vessels. Additionally, the second sheath was able to be inserted after "a skin nick was performed" suggesting a constrained skin access puncture site. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Constrained patient access site can cause difficulty during sheath introduction and lead to the sheath catching onto the anatomy as it is advanced. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. The distal tip split was unable to be confirmed with no returned device or imagery. Available information suggests patient factors (calcification) and/or procedural factors (high push force) potentially contributed to the distal tip split. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, interacting with the sheath tip, causing damage. As a result of the reported insertion difficulty, the operator may have applied increased push force to overcome the difficulty, which may lead to the alleged sheath tip damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.